Event description:
It was reported that the cvc (central venous catheter) was in place for the pt. During use, the stopcock in the kit was hooked up to the triple lumen by way of IV tubing. The tubing was then flushed with heparinized saline solution when a leak was observed coming from the stopcock. As a result, the stopcock was exchanged for a new one. There was no delay in treatment, no pt death and no pt complications were reported. The leak appeared to be coming from the seam where it is bonded together, not the two open ends.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.